Event description:
It was reported that multiple occlusion alarms occurred. Troubleshooting was performed and cause of occlusion could not be identified. Customer changed the pump supplies to resolve the issue. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.